Event description:
Device complication: balloon rupture, time of complication: during procedure, symptoms: none reported. The agiltrac balloon ruptured during post-dilation in the right iliac at 6 atms. The balloon was intact and did not fragment. The dr removed the balloon and used another agiltrac to complete the case. There was no reported pt effect and no add'l inf available.